Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the neurostimulator would not tighten down on the lead. High impedances were also seen. The entire system was replaced. There were no injuries and the pt recovered without sequelae.